Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedure of cr bard avaulta biosynthetic posterior and anterior mesh implantation during mesh implantation. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia. It was reported that the patient underwent mesh trimming on (B)(6) 2007, (B)(6) 2007 and (B)(6) 2012 due to mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2007 and on (B)(6) 2012 for erosion.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and avaulta mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.